Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump was received with a blank display due to corroded battery tube spring contact and corroded battery tube. Unable to verify excessive no delivery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test due to blank display. No moisture damage in the electronics, motor, vibrator and keypad assembly noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm when there was insulin in reservoir. Customer's blood glucose level was unknown. Customer declined to troubleshooting for further issue. Insulin pump will not be returned for analysis.